Event description:
It was reported that a few weeks ago the patient showed their "stimulation off" on their recharger. After trying a few things they w ere able to get it back on, but today they suddenly felt really shaky and their ocd thoughts went really intense. They tried to rest but it kept getting worse so they go the recharger to check the device and it showed "could not find device" when they tried it again it showed "stimulation off." They were able to get it back on but still weren't feeling right. It was believed that the device was low on charge and they were able to turn it back on, but then drained to a very low state that didn't allow the recharger to find the device. Additional information was received from the patient saying they had a backup recharger and had been keeping up with the charging. They said they weren't feeling well and when checked the status of the device was off. They found a way to turn it back on but still felt like their ocd and anxiety symptoms had returned and wondered if the device was operating properly. One side of their body seemed to be affected (shaking) more than the other, and they also had stomach issues. They had a feeling the issue was with the ins and not the recharger.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the cause of the ins turning off was due to the subject erratically changing their settings using the patient programmer. The subject was asked to cease the erratic changes, however on a second visit the device data showed that they did not stop. Since the subject was exiting the study, the device was replaced with a rechargeable stimulator on (B)(6)2022. The issue was resolved. This information was confirmed with the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.